Event description:
The pt went in for a catheter revision. Under fluoroscopy, the physician noticed 2 pieces of catheter floating in the intrathecal space. A follow up report will be sent when additional info is received.